Manufacturer narrative:
Product event summary: the balloon catheter 2af234 with lot number 08329 was returned and analyzed. Visual inspection of catheter showed the balloon¿s shapes were not as expected, the outer balloon was stuck at the balloon proximal tip, which showed the outer balloon diameter appeared to be shorter than the inner balloon diameter, and also led the inner balloon not to fold properly during deflation. After trying to release the outer balloon from the tip, the balloons shape become normal. Smart chip verification indicated the catheter was used for 20 applications. The catheter passed the performance test, the electrical integrity test as per specification and the impedance was within specification. The test mapping catheter was not able to be inserted inside the balloon catheter. The dissection test showed the guide wire lumen kink 0.88 inches from the tip of the catheter. In conclusion the balloon catheter failed the returned product inspection due to guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.